Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a broken/cracked main body was identified. The reported condition was verified. The cause of the event could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of the minicap transfer set was broken (cracked). This was noticed during use of the device for peritoneal dialysis therapy. The transfer set was in use for 19 days. The nurse replaced the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.